Event description:
It was reported that initial surgery was performed on (B)(6) 2019. The customer reported loosening of stem screw (ref: 185263tnbn). Subsequently, a revision surgery due to loosening of screw was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to relay additional information, namely that the revision surgery was performed on (B)(6) 2020. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Further information have been requested, however none is available at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that initial surgery was performed on (B)(6) 2019. The customer reported loosening of stem screw (ref: 185263tnbn). Subsequently, a revision surgery due to loosening of screw was planned for (B)(6) 2020 or (B)(6) 2020. No additional information received.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided. X-ray review: one anteroposterior image was provided with (B)(4), which appears to be a CT scan image. The date on which this was taken is unknown. Radiographs are required to assess the sizing, fit and positioning of components in comparison with the recommendations in the relevant surgical technique. These were requested by the zimmer biomet complaints team, but could not be provided. The provided image does not show the entirety of the knee implant. The loose screw is visible between the two femoral condyles. Further images, including mediolateral images, are required to determine its exact position. Immediate post-primary radiographs are required to determine the initial position of the screw. Based on the information provided, it appears that the screw was in service for approximately 1 year and 1 month. Email communication confirms that only the screw was revised on (B)(6) 2020, whilst all other components remain in vivo. The instructions for use provided with the femoral component inform that: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Tinbn coated implant surfaces are harder than mating components (e.g. Bolts/screws), and may damage those components if handled improperly. Biomet joint replacement prostheses provide the surgeon with a means of reducing pain and restoring function for many patients. While these devices are generally successful in attaining these goals, they cannot be expected to withstand the activity levels and loads of normal healthy bone and joint tissue. The patient is to be advised of the limitations of the reconstruction, and the need for protection of the implants from full load bearing until adequate fixation and healing have occurred. Excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight, and obesity have been implicated with premature failure of the implant by loosening, fracture, dislocation, subluxation and/or wear. Precautions: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity. It is unknown whether any event or trauma occurred that may have contributed to the loosening of the screw. Surgical notes have been requested by the zimmer biomet complaints team, but could not be provided. The patient is female, 57 years old, 168 cm tall and weighs 85 kg, therefore her bmi is 30.1 (obese). Her activity level is reported to be medium. The manufacturing history records (mhrs) of the tinbn-coated femoral component have been checked and verify that the part was manufactured and sterilised in accordance with the applicable specifications. Part and lot number of the revised screw and of the other implant components were not provided, and therefore their mhrs could not be checked. Provision of post-primary and pre-revision radiographs, surgical notes, further patient information (such as contributing trauma or conditions), and details and examination of the revised screw are required to determine the cause of loosening in this instance. These were requested by the zimmer biomet complaints team, but were not available. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints for the item 185263tnbn. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports the screw has come loose from the main body of the implant. Revision surgery has been planned. The event has been confirmed following review of the x-rays provided, which show the loose screw visible between the two femoral condyles. There is no line in the risk file that covers the reported event. The design team have been informed and the unidentified risk has been added to the complaint risk analysis summary table- new failure modes and harms identified (ref: 01-21). No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
It was reported that initial surgery was performed on (B)(6) 2019. The customer reported loosening of stem screw (ref: 185263tnbn). Subsequently, a revision surgery due to loosening of screw was performed on (B)(6) 2020.